Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the light for arm 2 was flashing yellow. The customer stated that they received an arm moved without being clutched message and have tried pressing the port and instrument clutch to clear the yellow lights. The customer stated that they also tried to remove and reinstall the instrument. The customer stated that the surgeon had control of the arm even with the flashing yellow lights. The tse viewed the logs and noted error 100, but did not note any other associated faults. The tse recommended the customer to reboot the system when possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that the site changed instruments, reseated the drape, and pushed the instrument clutch. After which the yellow light turned blue, and the customer was able to continue with no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.